Event description:
On 07/08/2024 an ilet user's wife reported the user experienced a high blood glucose (bg) event requiring hospitalization. The event occurred on 07/07/2024. On (B)(6) 2024, the user changed out their ilet supplies and had breakfast. However, their blood glucose (bg) levels rose throughout the day and did not decrease. The user had trace ketones in the afternoon, vomited, and initially consulted their on-call doctor. After further vomiting, the wife called 911, and ems arrived to find the user's bg at 380 mg/dl. Ems did not administer any treatment, but the user received an insulin drip in the ER and was discharged the next day with bg levels returned to normal. The wife noted that a bent infusion set cannula might have been the cause, but she could not confirm this. It was not reported what type of infusion set was being used. The user resumed using the ilet system after discharge. The user experienced dizziness and vomiting during the event.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date that began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set, and a failure of the user to follow the ketone action plan in response to prolonged hyperglycemia. Having the device volume level set to "off" likely contributed to the severity of the event.